Manufacturer narrative:
The device was evaluated by a service engineer (se), and the se reported that the observation aligned with the issue. An additional service was required, as no part was replaced at the time of the evaluation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen with poor contact. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. A quote was provided to the customer, however, no response was provided by the customer, and the record was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.